Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported by the consumer that their pain stimulator was not working. The patient stated that they replaced the batteries in the programmer, but they could not turn their device on. The patient programmer "skin" was blank. While on the phone with technical services, the patient was instructed to open the battery compartment of the programmer and re-insert the batteries; this did not resolve the issue as the screen was still blank. The patient reported that this issue started roughly two weeks prior to the call. No symptoms or outcome was reported and follow-up is being conducted to obtain this information. If additional information is received the event will be re-evaluated. The patient is indicated for spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that their stimulator was not connecting to the other piece inside of them. The patient had a lot of pain in their lower back and legs. The patient had talked to their doctor about the issues.